Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.

Event description:
The customer reported that the infusion of ns was noted to be leaking from the tubing filter. When the clinician was changing the tubing the bifuse was stuck in the maxzero connector and broke. The tubing and connector were changed. Since this event the patient was diagnosed with a blood stream infection (clabsi). The patient was treated with an unspecified antibiotic with no report of lasting harm. This report is for the broken bifuse tubing.

Event description:
The customer reported that the infusion of ns was noted to be leaking from the tubing filter. When the clinician was changing the tubing the bifuse was stuck in the maxzero connector and broke. The tubing and connector were changed. Since this event the patient was diagnosed with a blood stream infection (clabsi). The patient was treated with an unspecified antibiotic with no report of lasting harm.

Manufacturer narrative:
The customer¿s report that the bifuse was stuck in the maxzero connector and broke was confirmed. Visual inspection showed that part of the set¿s male luer tip was broken off with one side of the broken edge slightly higher than the other. Approximately 0.2890 inches of the tip was missing. Further inspection under magnification showed whitish colored stress marking on the broken luer tip's lower side. It was also observed that the male luer spin collar had crazing running parallel to the direction of the fluid flow. No tool markings were observed on the male luer. The set with the reported leaking from the tubing filter, as well as the broken off portion of this set¿s male luer tip, and the maxzero connector it was connected to were not received for investigation. Due to the obvious damage, functional testing was not performed. The root cause of the bifuse being stuck in the maxzero connector and breaking was not definitively determined but is thought to be inadequate dry time when disinfecting mating components, which causes them to fuse together and weaken the material.